Event description:
Medtronic received information via literature comparing long-term outcomes using three-dimensional (3d) versus flexible annuloplasty rings for concomitant tricuspid valve repair during aortic/mitral valve repair. All data were collected from a single israeli medical center between 2004 and 2020. The study population included 781 patients who were predominantly female with a mean age of 66 years. Multiple manufacturer¿s devices were implanted in the study population. In the study, the patients were divided into 3d and flexible band cohorts, with an unreported number receiving a medtronic simulus flexible annuloplasty band, medtronic contour 3d annuloplasty band or non-medtronic manufacturer¿s bands (unique device identifier numbers not provided). Among all patients, there were 27 in-hospital deaths and seven in-hospital deaths in the flexible and 3d band cohorts, respectively. The overall five-year and 10-year survival rates were 85.7% and 77.6%, respectively. No further information was provided on the nature/cause of the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: post-implant cerebrovascular accidents, sternal wound infections, post-pericardiotomy syndrome, new-onset atrial fibrillation and need for permanent pacemaker implantation, recurrent moderate-severe tricuspid regurgitation (tr), requiring hospitalization and surgical intervention. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: ram e.; et al. Long-term results of tricuspid valve repair using three-dimensional versus flexible rings in patients with functional tricuspid regurgitation. Eur j cardiothorac surg. 2022 mar 2;00(2022):1-9. Doi: 10.1093/ejcts/ezac147. Pmid: (B)(4). Online ahead of print. Earliest date of publication used for date of event. Medtronic products referenced: simulus (PMA# k052899, product code: krh); contour 3d (PMA# k101212, product code: krh). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.